Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be peeling from the base. During testing, the ok keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. The pump was opened and there was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked on the threads and the display was dim, fading and discolored. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn; the button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.